Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2003 at (B)(6). It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation, anxiety". Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 05/02/2017 as follows: the plaintiff allegedly received the device implant on (B)(6) 2003 via the femoral vein after a motor vehicle accident. The plaintiff alleges vena cava perforation and is worried that something could happen with the filter and that he wouldn¿t be able to feel it since he is paralyzed.

Manufacturer narrative:
It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2003 at (B)(6). It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.